Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were defective markings on the 5 ml bd luer-lok¿ syringe sterile. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received one (1) open 5ml packaged syringe and confirmed to be from batch #5332853 (p/n 309646). The sample was visually evaluated. The syringe was found to have no print. The entire scale was missing and damage was observed on the barrel wall. DHR review for batch 5332853 (p/n 309646): manufacturing date: 12/15/2015 to 12/16/2015. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5332853 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Investigation conclusion: root cause undetermined.